Manufacturer narrative:
It was reported that a shipment of spinal needles was received. As we are going through them using them, yesterday 2 of them were bent and could not be used. There may be more- we don't know until they are opened and placed on the field. Medline is manufacturer. They are quincke spinal needles 22g 5inch. Ref pain8123 on the packaging. Was caught prior to using on pt. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Two bent spinal needles could not be used.